Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found remains of a white foreign material in the air/water tube and cylinder. In addition to the reportable malfunction, the following were noted: there was corrosion around the forceps elevator; the connecting tube had a cut; the light guide lens had a crack; the distal end had discoloration; the image guide protector had a scratch; the suction cylinder and the air/water-cylinder had no color; and due to annual inspection, parts were replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
During the device evaluation, the duodenovideoscope had remains of a white foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the adherence of the materials in aw-channel and aw-cylinder was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.